Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic appendectomy, on the second firing of the stapler, with blue reload, no buttressing material, after the firing sequence was complete, the doctor was able to remove the device from tissue but wasn't able to open the jaws of the instrument. A second like stapler was used to complete the procedure. There were no patient consequences reported.